Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; ((B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working was not confirmed as the device was found to have power and the motor ran during evaluation therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit made noise and reflected a reading of 77 dba which is greater than manufacture specification (specified reading is less than or equal to 76 dba), also the unit reflected heat with a reading of 119 degrees fahrenheit which is greater than manufacturer specification (specified reading is temperature shall not exceed 118 degrees fahrenheit). During repair it was observed that the drive shaft was broken. It was determined that this condition was due to using excessive force while the motor is in use. It was further determined that the broken drive shaft is what caused the noise and heat failures. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was not working. During in-house engineering evaluation it was found that the unit made noise, and it reflected heat. During repair it was observed that the drive shaft was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.